Event description:
A customer reported obtaining an unexpected negative antibody screen results on galileo echo with a sample known to contain anti-fya.

Manufacturer narrative:
Review of the image result files showed that cell 3 from initial testing resulted as negative but visually appeared weak positive. Repeat testing results visually appeared as expected and reported by the echo instrument. Controls reacted as expected. A review of the color check images showed that plasma had been added to all test wells for batches reviewed. Customers were made aware of technical communication (B)(4) which advised customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.